Event description:
Customer reported that she experienced low blood glucose due to having high body activity as she was exercising. Customer stated that she had fireman at her house working on the fire alarm at the time of the event and the paramedics were called by them to assist customer. Blood glucose reading was 41mg/dl when the paramedics arrived. Customer stated that she treated with glucose tabs and food. Customer refused to be taken to the hospital as she felt that her blood glucose was stable. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report number 2032227-2014-03213.